Manufacturer narrative:
An event of anemia was reported. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2017, a 23 mm trifecta gt valve was implanted. On (B)(6) 2017, the patient developed anemia which required a transfusion on (B)(6) 2017. The patient has been discharged to rehabilitation. Patient weight is protected under local privacy laws, and therefore is not recorded. The site notes this as a procedural event and not a device related event. (Clinical study patient ID: (B)(6)).